Manufacturer narrative:
This event was initially submitted under MFR report # 9614497-2015-00238. Device has since been received by greatbatch and evaluation of the device is documented within this report. The complaint sample was returned incomplete to greatbatch for evaluation and the reported event was confirmed. The power tool coupling had broken off the straight reamer handle and was not returned with the complaint sample. Also missing were the teflon sleeve, the spring and the locking ring. The complaint sample exhibited many signs of wear in the form of scratches, nicks, and gouges throughout the device. There was a significant amount of material deformation present at the power tool coupling where the straight reamer handle had broken. A manufacturing review was performed and no discrepancies were found. The material certifications were found to have been accepted to print specification at the time of shipment. It is unknown as to how many cycles the device has experienced throughout its life in the field. In summary, the reported event is attributed to wear. No further investigation is required. Complaint information provided by (B)(4).

Event description:
It was reported during an unknown patient procedure that the end of the reamer handle broke off during reaming. No adverse events were reported as a result of the malfunction.